Manufacturer narrative:
Citation: hachinohe d et al. Transcatheter mitral valve implantation in rigid mitral annuloplasty rings: potential differences between complete and incomplete rings. Catheter cardiovasc interv. 2019 jan 1;93(1):e71-e74. Doi: 10.1002/ccd.27658. Epub 2018 may 18. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding two cases of transcatheter mitral valve-in-ring procedures in patients with degenerated annuloplasty rings that were treated by trans-septal implantation of a balloon-expandable bioprosthetic valve. Case 1: a (B)(6)-year-old male patient with dilated cardiomyopathy underwent implant of a 28 mm medtronic profile 3d annuloplasty ring (serial number not provided). At an unknown duration post implant, the patient presented with the recurrence of severe mitral regurgitation. Subsequently, a 26 mm non-medtronic bioprosthetic valve was implanted ¿valve-in-ring¿ inside the profile 3d ring. No additional adverse patient effects or product performance issues were reported.